Manufacturer narrative:
(B)(4). The customer returned one, opened cvc kit for analysis. No definite signs-of-use were observed on the sample. Visual analysis revealed that dilator tip was deformed. Microscopic examination confirmed the damage and revealed white stress marks. The dilator length measured 100mm, which is within the specification limits of 95.2mm-108mm per the dilator product drawing. The dilator inner diameter at the distal tip measured 0.9144mm, which is within the specification limits of 0.910mm-0.970mm per the dilator product drawing. The dilator outer diameter measured 2.83mm, which is within the specification limits of 2.82mm-2.87mm per the dilator extrusion product drawing. A lab inventory guide wire (measured 0.79mm) was inserted through the dilator tip. Minor resistance was encountered at the dilator tip due to the damage. Performed per IFU statement, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin". R & d and manufacturing have been consulted regarding investigations of this nature. They stated that various factors could contribute to the observed damage to the dilator tip, including the manufacturing process and/or undue force applied unintentionally by the user. Due to the possibility that manufacturing contributed to this damage, they will further investigate this issue. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." The report of a damaged dilator tip was confirmed through complaint investigation. Visual analysis revealed that the dilator tip was split. Despite the damage, all relevant dimensional and functional requirements were met, and a device history record review did not reveal any relevant findings. Based on the customer report, the sample received, and the comments from r & d, the root cause cannot be determined. A non-conformance was initiated so the manufacturing facility could further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "during the procdeure according to IFU, md found tip of the tissue dilator to be bent. So the md opend up the new kit to finish the procedure." There was no reported patient harm or consequence.

Event description:
It was reported that: "during the procdeure according to IFU, md found tip of the tissue dilator to be bent. So the md opend up the new kit to finish the procedure." There was no reported patient harm or consequence.

Manufacturer narrative:
(B)(4).